Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. A visual evaluation showed the titanium distal anchor was returned with the distal plug deployed into it and had been placed back onto the inner insertion rod. The tip of the distal plug can be seen inside the anchor eyelet where it was wedged to hold the sutures. No threads of the plug are visible. The proximal body anchor is still in place on the outer insertion rod. It has no deficiencies. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the inner distal rod. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states the device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: corrected data on d5, d7a, d8 and h6 (health effect - clinical code).

Manufacturer narrative:
H10: the event has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, no fracture of the implant was found through the functional or visual inspection. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: additional information b5, h6 (health effect - clinical code and health effect - impact code) updated.

Event description:
It was reported that at the end of a rotator cuff repair, the specialist decided to pass a healicoil knotless to perform a second row with the fixed threads. The anchor was passed through the cannula, was positioned and proceeded to impact until it reached the first thread of the anchor, the black wheel was turned until the audible sound was heard, then the orange knob was turned until the anchor completely slid, but when releasing it from the handle this one came out, it did not stay in the bone hole. When the anchor was withdrawn it was noticed that the internal screw of the anchor had a fractured tip, therefore, it did not sustain the threads. The doctor decided not to place another anchor, so the excess sutures of the q fix already implanted in the joint were cut. A void was left in the patient. No delay was reported. No further complications were reported. The current patient status is stable.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the titanium distal anchor was returned with the distal plug deployed into it and had been placed back onto the inner insertion rod. The tip of the distal plug can be seen inside the anchor eyelet where it was wedged to hold the sutures. No threads of the plug are visible. The proximal body anchor is still in place on the outer insertion rod. It has no deficiencies. A functional evaluation showed the orange deployment knob advanced the proximal body on the insertion rod. The black deployment knob advanced the inner distal rod. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the finding from the product evaluation and not being able to confirm the fracture, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the void left in the patient. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: h2: the event has been re-evaluated for MDR reporting and it was determined that this case does meet the threshold for reporting and is a serious injury event. The information provided by the customer indicates a void left in the patient due to the malfunction of the reported device. The reported device was not fractured, however, the originally drilled bone hole was left empty due to the malfunction.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that at the end of a rotator cuff repair, the specialist decided to pass a healicoil knotless to perform a second row with the fixed threads. The anchor was passed through the cannula, was positioned and proceeded to impact until it reached the first thread of the anchor, the black wheel was turned until the audible sound was heard, then the orange knob was turned until the anchor completely slid, but when releasing it from the handle this one came out, it did not stay in the bone hole. When the anchor was withdrawn it was noticed that the internal screw of the anchor had a fractured tip, therefore, it did not sustain the threads. It is unknown how the procedure was completed. No delay was reported. No further complications were reported. The current patient status is stable.